Event description:
The product has a bulbous protrusion on the barrel in the location where the plunger rests after manufacture and packaging - approximately at 3.5 cc mark. The plunger tends to return to this position after advancement in an effort to clear air from the syringe, which leads to air reuptake. The following quote is per a registered nurse in our facility. "When we get ready to start our IV's we frequently prepare our supplies including flushing the air out of the saline flush. When we lay them down, they tend to suck air back into them. Also when we squirt air out of the saline flushes just prior to flushing an int after giving an IV push medication and turn the syringe, we are also finding that they suck air." Dose or amount: 3ml; frequency: as needed; route: IV. Dates of use: 2009. Diagnosis or reason for use: IV saline flush.